Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic liver resection procedure, the nurse found that the sterile package of the device was broken before used on the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Date sent: 1/27/2017. Batch # n9200y. The analysis results found that the er320 device was returned inside its original package. Upon visual inspection, it was observed that the tyvek from the packaging were damaged; it was noted to have wrinkled and one rip in the tyvek. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. All ees product is 100% inspected prior to release. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.